Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported tat least 3 smartsite 20mm vented vial access devices experienced spontaneous disconnection. The following information was provided by the initial reporter: on several occasions, the spike has become detached from the tip during the preparation of cytotoxic chemotherapies. It is possible to put it back in place but it does not make the preparation shttp://emdr.FDA.gov/emdr/formredaction/h10.jsf#afe and requires great care.

Event description:
It was reported tat least 3 smartsite 20mm vented vial access devices experienced spontaneous disconnection. The following information was provided by the initial reporter: on several occasions, the spike has become detached from the tip during the preparation of cytotoxic chemotherapies. It is possible to put it back in place but it does not make the preparation safe and requires great care.

Manufacturer narrative:
H.6. Investigation: a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 202040. Photographs provided by the customer confirm the customer's experience, with the smartsite observed to have been separated from the vial access device. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for observed separation could not be determined, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with the twisting force during engagement or disengagement of the smartsite. A review of the production records from lot 202040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.